Event description:
Provider states: at 12:00 am, on (B)(6) 2013, call to report an incident that allegedly involved the following product or device: reliant 600 lift. It was reported that the following occurred at 12:00 am on (B)(6) 2013: resident was in sling in the bathroom getting a shower, the resident fell out when locking nut came off and the bolt came loose. Locking nut was nowhere to be found. There were no injuries according to staff. The product has not been taken out of use;, customer bought a bolt and 2 locking nuts to fix it since this was their only lift.